Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: mtp1 bunionectomy, scarf osteotomy, akin osteotomy & fixation. Mtp2 osteotomy and fixation w/spin screw. Placed in rocker shoe post-op. No complications. Removal of spinscrew located in 2nd ray of the left foot reason for removal - disturbing spinscrew post-implant. No complications placed in-shoe support. Lot identification is necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a retrospective study, patient was implanted with twist-off screws. The patient had experienced reaction to the metal screw at the second left metatarsal approximately five months post implantation. Approximately three (3) years post-implantation, the surgeon removed the screw. Attempts have been made and no further information has been provided.